Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had been scheduled for a follow-up appointment but then cancelled due to the sensitivity decreasing. The issue was resolved at this time.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the scs implant started moving around almost a year ago. Pt slid up in bed one day on the side and thought it contributed to the implant moving. It was not bothering them until 2 months ago when pt started noticing it hurts when the implant moves in a certain spot. It was like a cramp. Pt did not see hcp about it. Patient was told to call the rep to try to meet up with them to see if it could be repositioned. Reviewed the role of the representative and redirected to healthcare provider.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.